Event description:
The following has been reported zo hamilton medical ag on january 03rd 2024 device repeatedly failed 'leak test' in pre-opp check. It also failed various component tests and 'system tubing tightness test' in service software. When tested in reno, there were failures when running pressure calibration and expiratory calibration. Replaced expiratory valve assembly. All tests passed, vent can return to service. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. The state of ventilator when the issue was first identified is unknown. Neither harm to patient, user or third party nor a treatment delay was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report: the initial report was originally submitted on date 15-jan-2024. For some unknown reason hamilton medical ag never received an acknowledgement notice.